Event description:
Upon further information, allergan has determined that the event of silicone migration did not occur.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient reported right side "device rupture with silicone leakage." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Patient reported right side "device rupture with silicone leakage." Device has been explanted and replaced with non-allergan device.

Event description:
Patient reported right side "device rupture with silicone leakage." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Patient reported right side "device rupture with silicone leakage." Device has been explanted and replaced with non-allergan device.